Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urgency frequency and urge incontinence. It was reported that the patient was in the emergency room the night before the report because was unable to void. The patient thinks that the stimulation could have been too high or that she has magnets in her bed and was unsure if it was messing with the device. In addition, a manufacturer representative (rep) noted the patient was experiencing pelvic floor pain. The patient thought the pain may have been related to the magnetic mattress that she uses and wanted to know if there were any guidelines were any guideline about the use of such a device. The rep helped the patient and everything was working great; the stimulation was at 4.2ma and the patient was getting good symptom control. There were no further complications or anticipations reported with this event.